Manufacturer narrative:
Common device name: culture media, non-selective and non-differential. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ trypticase¿ soy broth that there was contamination. The following information was provided by the initial reporter: customer states 2 shipments were received contaminated: lot #s 2244933 and 2272714.

Event description:
It was reported that while using the bd bbl¿ trypticase¿ soy broth that there was contamination. The following information was provided by the initial reporter: customer states 2 shipments were received contaminated: lot #s 2244933 and 2272714.

Manufacturer narrative:
H6. Investigation summary: material 221716 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Batch 2244933. The batch history record review for batch 2244933 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing was satisfactory at the time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed and no other complaints were received on this batch. Retention samples from batch 2244933 (10 tubes) were available for inspection. No media defects or evidence of contamination was observed in 10/10 retention samples. All retention tubes had the expected appearance for this product of light to medium light yellow, trace hazy to clear. For investigation, two retention tubes went into incubation. One tube was placed in 20-25-degree celsius incubation, and one tube was placed in 33-37-degrees celsius incubation. At the end of a seven-day incubation period no microbial growth was observed in 2/2 incubated retention tubes. Batch 2272714. The batch history record review for batch 2272714 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing was satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed and no other complaints were received on this batch. Retention samples from batch 2272714 (10 tubes) were available for inspection. No cap, tube, or media defects were observed in 10/10 retention samples. All retentions tubes had the expected appearance for this product of light to medium light yellow, trace hazy to clear. For investigation, two retention tubes went into incubation. One tube was placed in 20-25-degree celsius incubation and one tube was placed in 33-37-degrees celsius incubation. At the end of a seven-day incubation period no microbial growth was observed in 2/2 incubated retention tubes. No photos were received to assist with the investigation. No returns were received to assist with the investigation. The complaint cannot be confirmed for either batch for contamination.